Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the night of the implant, the right ventricular lead was found to be pushing on the diaphragm due to a p erforation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.